Event description:
During a palliative procedure with the cryosurgical system to remove necrotic tumor tissue, massive bleeding occurred. The settings were reported as being standard. The pt was identified as having extreme end-stage tumor disease of the lungs and bronchial tree. It appears that the necrosed tumor was invasive in the wall adjacent to the artery. Upon removing the tumor tissue, the wall was unable to stay intact which resulted in the bleeding. Medical personnel attempted to intubate/suction but were unable to maintain vital signs (note: pt was on a respirator and documented as do not resuscitate). The pt expired.